Event description:
The customer reported that wireless devices were dropping connection intermittently site wide. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.